Event description:
It was reported that prior to using a bd ultra-fine¿ 3/10ml insulin syringe, the needle was shorter. The following information was provided by the initial reporter, translated from japanese to english: shorter needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using a bd ultra-fine¿ 3/10ml insulin syringe, the needle was shorter. The following information was provided by the initial reporter, translated from japanese to english: shorter needle.

Manufacturer narrative:
H6: investigation summary: customer returned (2) 0.3ml, 29 gauge, 12.7mm syringes from lot 1228442. The lengths of the needles were measured via optical comparator at 12.10mm and 12.50mm, within the acceptable range of 11.45mm to 13.95mm listed in sp700538 rev. 7. A review of the device history record was completed for batch # 1228442 all inspections were performed per the applicable operations qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of short needles. Root cause cannot be determined at this time as the issue is unconfirmed.